Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The list and lot number of the device was identified as part of a voluntary recall. ICU medical is notifying affected customers via a letter requiring removal of the affected products from the market.

Event description:
The event involved a spinning spiros® closed male luer, 10 units that leaked between the syringe and the spiros luer lock when the nurse was getting ready to administer a doxorubicin infusion. It was reported that diluted chemo touched the skin of the patient¿s forearm when the spiros came disconnected from the syringe. The area was washed immediately (skin remained intact) and the chemo spill was cleaned up per facility protocol. The tubing was set up with intravenous push (ivp) administered at lowest hub of the unknown tubing set that was infusing normal saline to gravity. The set up and drug was replaced and administered successfully without further incident. There were no holes, cuts, tears or any defects noted. There was patient involvement and no adverse event reported.